Event description:
It was reported that the patient presented in-clinic for follow-up. The merlin transmitter could not establish a connection with the implantable cardioverter defibrillator; the device was in backup vvi. After device download, normal device function was restored. The patient was stable during the device interrogation.